Event description:
The consumer reported 2 false positive results with a binaxnow covid-19 antigen self-test performed on (B)(6) 2023. This manufacturer's report addresses test two (2) of two (2). Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on (B)(6) 2023 and generated a negative result. Consumer was not feeling well when she took the tests on (B)(6) 2023 but was fine later in the day. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI:(B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225075 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 225075 and test base part number 195-430h / lot 221442. The lot met the required release specifications. A review of the complaints reported false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225075 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Single-use, device discarded.